Event description:
The patient reported increased back pain and discomfort. X-ray studies revealed failed (broken) lumbar 4-5 inter-body cage. Neurosurgery operating room manager contacted the company representative.